Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/25/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. Investigation revealed that the display screen was dim/faded upon startup. Pump cover was removed, display screen was replaced with a test screen, and the test screen was functioning properly. Unrelated to this complaint, the keypad was found to be peeling while all the buttons were responsive to presses. Upon removal of the keypad, contamination was found under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had been dim over the past few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.